Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the pt suffered no permanent harm or injury due to the event. (B)(4).

Event description:
As reported on (B)(6) 2014, (B)(6), female pt presented for endovenous laser procedure. It was reported that when the treating physician withdrew the fiber from inside the pt, the tip of the fiber had fractured off inside of the pt. The pt was taken to the op, where the fractured piece of the fiber was successfully removed. There was no report of permanent harm or injury to the pt due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.